Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information stated that the system controller was exchanged. There were no alarms with mpu and new system controller. The mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) is being evaluated for the reported event of low voltage and power cable disconnect alarms. The submitted log file spanned approximately 2 days from (B)(6) 2024. Throughout the log file, atypical power cable disconnect alarms were active associated with relative state of charge (rsoc) invalid faults. These alarms were active on either power lead while connected to either the mobile power unit (mpu) or 14 volt batteries. Additionally, atypical low voltage alarms were intermittently active throughout the log file while connected to battery power on the white power lead. These alarms are atypical in nature due to the alarms activating and clearing without a disconnection and reconnection of the power source. The alarms resolved on their own. There were no other notable events active in the log file. Pump operation was not affected. Additional provided information stated that the alarms resolved with a system controller exchange. The reported event could not be correlated to an issue with the mpu. The device history records for the mpu cannot be performed due to the serial number being unknown. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was having alarms when connect to the mobile power unit (mpu). Log files captured intermittent power cable disconnect/ low power hazard alarms on (B)(6) 2024.